Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that a failure occurred in the image display at the facility because communication function failed due to the damaged cable or damaged connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head image was blurry. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. Additional findings were as follows: a puncture on the cable, a smashed connector, the device failed leak test, and the labeling was illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.